Manufacturer narrative:
Other applicable components are: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4). Analysis of the 37761 desktop charger serial#: (B)(4) found a broken connector pin. Analysis of the 37754 desktop charger serial#: (B)(4) found an open electrical.

Event description:
Information was received from a patient regarding a their implantable neurostimulator (ins) for non-malignant pain. It was reported that there was a communication problem. The patient was getting poor communication screen on the recharger and patient programmer (pp) for the past 1.5 weeks. An ins overdischarge was suspected. The last time any stimulation was felt was 1.5 weeks ago. The last successful recharging session was about 1 month prior to the call and the patient was not sure that she charged complete at that time. The patient has an appointment on (B)(6) 2014. Additional information received from the manufacturer representative (rep) stated that two days later the patient did not show up to their appointment. It was also reported that the recharger was not charging so the patient was not able to charge their back and now they have to have the ins jump started. The patient noticed the recharger was charging about 2 weeks ago. When the recharger was plugged into the wall, the green light on the desk top charger was seen but when the patient plugged the connector pin into the recharger nothing came on the screen. The connector pin did not seem bent but was a little loose. It was reported 3 days later that the patient was sent a replacement desk top charger and the recharger was still not charging. The green light on the desk top charger was seen but when the patient plugged the connector pin into the recharger, they did not see the recharger charging status screen. The connector pin was loose. The patient was sent a recharger but it was the desktop charger that was the problem. A new desktop charger was sent to the patient. The recharger was returned for analysis and there was an open electrical found on the antenna cable. The desktop charger was also returned and a broken connector was found. Additional information received by the rep stated that the patient has rescheduled a visit with them twice. Additional information has been requested regarding outcome of this event, but it was not available at the time of this report. If additional information is received, the event will be updated and a follow-up report will be sent. The patient's medical history was not available at the time of the report.